Event description:
Endotracheal tube had to be repositioned, advanced by anesthesia with the use of a glidescope. Per nurse, it was noted to be "kinked."what was the original intended procedure?advancement of endotracheal tube.device #1is this a laboratory device or laboratory test?no.